Event description:
While servicing the device, an authorized bench technician discovered the battery that came with the unit was not charging. The noted failure was identified during bench inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the battery would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery as an accessory to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.